Event description:
It was reported that during a meniscus repair procedure using fast-fix 360, the t1 and t2 implants were started to be placed but when the t2 implant was placed it did not come out, it was tried again but it did not work. The procedure was completed with a non-significant surgical delay using a competitor device. No further complications were reported. The patient current status is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 updated.

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360, the t1 and t2 implants were started to be placed but when the t2 implant was placed it did not come out, it was tried again but it did not work. The t1 implant was left secured in the patient. The procedure was completed with a non-significant surgical delay using a competitor device. No further complications were reported. The patient current status is stable.

Manufacturer narrative:
H10: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection found the product was returned in it's original packaging and labeling. The t1/t2/suture were not returned. The actuator was in the pre-t2 position. A functional evaluation revealed the actuator fired from both the t1 and t2 positions. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.